Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that customer experienced low blood glucose. Blood glucose reading was 40 mg/dl. Customer was treated with juice and carbs. Customer declined to troubleshoot for low blood glucose. Auto mode feature was active at time of low blood glucose event. The insulin pump will not be returned for analysis.